Event description:
Purchased a new kind of contact lens solution called renu with moistureloc multi-purpose solution by bausch & lomb for maintenance of his contact use. When he switched to this new product he ended up in the emergency room with an extremely painful cornea issue that caused him to scream on the ground in pain. He had to be treated for several weeks due to the problem and the doctor indicated that he could have gone blind due to the injury. He is currently still experiencing moments where light bothers his eye and sensitivity.